Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique was further described as the patient did not follow procedure when performing therapy. The patient was hospitalized for the event. The peritonitis manifested as abdominal pain and cloudy effluent. Treatment information was not reported. It was unknown if the patient was recovering from the peritonitis. The patient remained hospitalized for the event and was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the patient did not respond to unspecified therapy treatment for peritonitis. As the patient did not respond well to treatment, the patient's catheter was removed and the patient was transferred to hemodialysis. The patient had not yet recovered (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.